Manufacturer narrative:
Updated fields - b4, d9, e1(email), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. Fse replaced the scroll compressor. No patient involved. The pump was repaired and functioning correctly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during post ppm repair cardiosave intra-aortic balloon pump (iabp) required scroll compressor to be fitted. There was no patient involvement.